Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm and a right common iliac arterial aneurysm using gore® excluder® aaa endoprostheses. The final angiography during the procedure showed that the trunk-ipsilateral leg component had moved proximally approximately 1 cm after deployment. This movement caused unintentional coverage of both renal arteries. While blood flow into the right renal was not affected, blood flow into the left renal was markedly decreased. The angiography also showed a minor type ia endoleak. No further treatment was given, and a wait-and-see approach would be taken. The patient tolerated the procedure. The patient¿s renal function would be assessed later, and an additional procedure would be performed if necessary. The reporting physician commented as follows: it is unknown when the migration occurred.